Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported that during laser refractive surgery on the right eye, at 59% completion of the treatment the system displayed a message indicating a shutter issue, and stopped firing. The pt was sent home, and the eye was allowed to heal and stabilize. The pt was then fitted with a temporary contact lens. Upon follow up, it was learned that now the eye is stabilized, the contact lens has been discontinued, and the pt will undergo the completion of the laser surgery this week.